Manufacturer narrative:
A field service engineer (fse) contacted the customer over the phone and confirmed the reported issue with the customer. The customer stated they were able to check the tips in the tip rack and found several tips were bent, not allowing air to pass through. The customer removed the damaged tips and the aia-2000 analyzer is operating as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the searched period. The aia-2000 operators manual under appendix 4: error messages states the following: [2207] no tip acquired by sorter. Cause : no tip was detected during the tip attachment check. If retry fails, measurement result will be flagged (mf flag). Solution : contact tosoh service center or local representatives. The most probable cause of the reported event was due to bent tips, however the cause of the bent tips could not be established.

Event description:
A customer reported 2207 no tip acquired by sorter error on the aia-2000 analyzer. The customer confirmed the tips are loaded correctly and no tips have been dropped in the drop bin. The error occurs every sample and the analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg) and progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.